Event description:
Reporting status: serious injury - surgical intervention. Reporting rationale: surgical intervention to remove guide wire. Device issue: difficult to remove. It was reported that the patient was an ami case and this was an emergency procedure to treat lesions in the diagonal and lad. A stent from a previous procedure was present in the proximal lad. The first prowater was advanced through this stent to the diagonal and the second prowater was advanced to the lad. A 2.5 x 15 voyager was dilated in both the diagonal and the lad was removed. A second voyager was advanced and did additional dilatation in the lad and was removed. Another company's catheter was advanced to the proximal lad to remove thrombus. At this time, the guide wire in the diagonal appeared broken. The guide wire was removed, but 9 cm remained in the diagonal. Then an attempt was made to remove the catheter, but it could not be removed (unk if stuck on gw or in vessel or both). The patient went to surgery to remove the separated piece of guide wire from the diagonal, the export catheter and the prowater guide wire from the lad. The patient was reported to be doing well after surgery. No additional event or patient information is available.